Event description:
It was reported that the artificial urinary sphincter (aus) was explanted from the patient due to a malfunction. It was also noted, that there was no apparent fluid loss from the aus. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device not functioning was reported. The ams800 device was visually inspected. There was a leak in one cuff that was the result of wear at a fold. The other cuff performed within specifications. The pump and balloon were not functionally tested due to the cuff leak. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted from the patient due to a malfunction. It was also noted, that there was no apparent fluid loss from the aus. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient experienced recurring incontinence due to a malfunctioning multi-cuff aus. The previous aus was explanted and replaced with a new aus consisting of a single 5.0 cm cuff. The 5.0 cm cuff was placed at the most proximal section of the urethra because there appeared to be scarring and atrophy in the other sections. The physician initially tried a 4.5 cm cuff but determined that the 5.0 cm cuff was a bitter fit for the patient. No allegations were made against the 4.5 cm cuff. It was noted that there was good hemostasis from the transcorporal incisions with no obvious bleeding. The procedure was completed successfully, and the patient was satisfied with the results.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted from the patient due to a malfunction. It was also noted, that there was no apparent fluid loss from the aus. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient experienced recurring incontinence due to a malfunctioning multi-cuff aus. The previous aus was explanted and replaced with a new aus consisting of a single 5.0 cm cuff. The 5.0 cm cuff was placed at the most proximal section of the urethra because there appeared to be scarring and atrophy in the other sections. The physician initially tried a 4.5 cm cuff but determined that the 5.0 cm cuff was a bitter fit for the patient. No allegations were made against the 4.5 cm cuff. It was noted that there was good hemostasis from the transcorporal incisions with no obvious bleeding. The procedure was completed successfully, and the patient was satisfied with the results.